Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer service assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if the malfunction reappeared.